Event description:
Patient underwent a pectus excavatum repair using the nuss procedure without any complications. During immediate post-up care in ICU, the patient was hypotensive and had increased abdominal girth. General surgery was consulted. Patient was sent back to the operating room for abdominal exploration. A venogram was performed which showed an obstruction of the vena cava. Therefore the nuss bar was removed. The rest of the surgery was completed without complications.